Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/12/2013, test strips- 4/15/2013.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2013, at 1:30am he obtained blood glucose readings of "71 and 100's mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose readings exceeds the expected value of 20 mg/dl. The patient informed the cca that he is on insulin pump therapy. It is not known if the patient took a correction bolus or made any adjustments to his usual diabetes management in response to the alleged inaccurate meter readings. The patient reported feeling shaky 1 to 1.5 hours after the issue started; however, denied having to receive medical treatment. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique. The patient confirmed that the test strips appeared in good condition and were not past their expiration or discard date. At the time of the call, the patient reported that he had to run several control solution tests before one of them fell in the specified control solution range. The patient claimed the control readings were falling below the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate readings with the subject meter.

Manufacturer narrative:
Control solution lot #: 2aa2g01.